Event description:
A carbomedics valve carbo-seal product was used in a bentall procedure for acture aortic type a dissection. The procedure was uneventful, including checking of the valve leaflets after implantation. Hemodynamics deteriorated the first night. Re-sternotomy for presumed bleeding was negative. High troponin the first and second days postop, but hemodynamics seem to stabilize. The pt was re-operated upon in 06 due to ischemia of the left main coronary stem. This was caused by thrombosis at the ostia which also obstructed one leaflet of the carbo-seal valve. The pt died during the re-operation.